Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they inserted a sensor in their abdomen recently, and when the transmitter was connected to the sensor the led did not blink. The customer waited an hour for the led to blink before removing the sensor and discovering that there was no sensor cannula. It was explained to the customer that the needle may have retracted the sensor cannula when it was removed. A replacement sensor was shipped to the customer and the malfunctioning sensor will be returned for analysis.